Manufacturer narrative:
Correction: (insulin gauge issue- no failure identified).

Manufacturer narrative:
The tandem t:slim pump user guide indicates to only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. When attempting to load a cartridge, the pump requested a minimum of 50 units after filling the cartridge with insulin. The customer was eventually able to complete the load process successfully. The customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus via the insulin pump. However, the following morning, the customer attempted to load a new cartridge and received multiple minimum fill notifications. In addition, the customer's fill estimate was inaccurate after loading a cartridge with insulin. Reportedly, the customer uses u-200 insulin in the pump. Subsequently, when attempting to reload the cartridge, the customer received multiple cartridge alarm 19s. The customer indicated manual injections would be used as alternate insulin therapy.

Manufacturer narrative:
Fill tubing issue- no failure identified.